Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient had recently had a MRI and the device was programmed to MRI mode before the MRI and then back to normal parameters again after the MRI. At a routine clinic visit, diagnostics anomaly was observed. No information provided on intervention.